Manufacturer narrative:
(B)(4) no longer applies to this event and was removed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. Patient reported she had a sore butt. It was also reported that the lead wire had been cut. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.